Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. On (B)(6) 2024, the patient, who was pregnant at the time of the event, experienced a hypoglycemic event. The patient¿s husband stated it was difficult to wake the patient up, as she had a decreased conscious level, but was able to wake her up after some time. An ambulance was called and when a fingerstick was taken by the paramedics, the cgm was reading 6.8 mmol/l, and the bg reading was 2.9 mmol/l. The patient was treated by the paramedics with a glucagon injection. The patient was transported to the hospital, but no further treatment was documented to be needed. The patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid calculator when the patient was tested by the paramedics. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.